Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under key contacts. This report is made based on results of investigation completed on 03/13/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/13/2014 with the following findings: during investigation, evidence of contamination was found under all key contacts. The ok button symbol was worn, which has no effect on insulin delivery. (B)(6).